Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2015 and suture was used. The surgeon placed the tab with the first pass and pulled creating tension, then the tab popped off. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).